Event description:
The customer reported the mx40 telemetry device had a speaker malfunction error message. The device was not in clinical use on a patient at the time of event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported the mx40 telemetry device had a speaker malfunction error message. The customer did not know if the device had audible sound. The device was not in clinical use on a patient at the time of event.